Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user has almost no sound response. The user was re-implanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly, the user has almost no sound response. The user was re-implanted on (B)(6) 2025.